Manufacturer narrative:
Upon receipt, the device was interrogated and found to be in backup vvi mode. Review of the device image indicated that the device entered backup vvi mode due to a power-on reset that occurred shortly after high voltage therapy was delivered. The device was tested on the bench as well as using automated test equipment and no anomalies were found. The power-on reset could not be reproduced and the cause could not be determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that when the patient was admitted to the hospital due to syncope the device could not be interrogated. A second attempt to interrogate the device revealed backup vvi mode. After several attempts a device image was downloaded. Review of image revealed that the device went into backup mode with power on reset after delivering hv therapy. An issue with the hv lead was suspected. The device was explanted and replaced. Patient condition is good.